Manufacturer narrative:
Info has been forwarded to the manufacturing facility. Results of investigation pending. A follow-up medwatch report will be filed.

Event description:
A female pt had a ruptured appendix in april and had the wound drain put in during surgery. Two days later, they went to remove the drain, and it broke off inside the pt and the doctor had to open her up to get the rest of the drain out. They did not know the lot number of the product used, but had two lot numbers in inventory. These are the two lot numbers reported here.